Event description:
A tonsillectomy was being performed on a pt. The bottom portion of the metal tip was exposed, which caused an electrical arc, and subsequent burn to the mouth.

Manufacturer narrative:
The surgeon was performing a tonsillectomy on a male pt. She states that during the procedure, the blade dislodged from the pencil, exposing 1-2mm of metal. Electricity arched and caused a 1cm full thickness burn to the pt's left lateral mouth area. The area was excised and no further complication was reported. Sample was received and evaluated. A visual inspection and operational testing was performed with the following results: visual eval: the pencil arrived with the electrode blade not seated all the way and the exposed metal area had char on it. There was no sign of blood stain on the pencil. Operational testing: cycled the pencils 10 times in both cut and coag modes at a setting of 50. Pencil performed normally on both cut anc coag modes. There was no spark at the end of the blade when the tip was pushed all the way in. The tip remained sealed on the pencil and did not become dislodged during testing. We believe the incident resulted from the tip not being placed completely on the pencil prior to use during procedure.